Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11 one 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a wolff-parkinson-white procedure, the valve of the sheath was leaking blood. It appeared that air was getting through the sheath and pushing blood back through the valve. The sheath was exchanged and the procedure was completed with no adverse patient consequences.